Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery paying close attention to skive potentials and skin incisions. The bed mount was chosen due to clinical indication and surgeon preference. After tlif the manufacturer's representative pulled the workstation closer to the operating room bed. Once entering operation mode, mount icons and station choice were not shown. The representative left operation and went back in with no change. Soft restart did not resolve the issue and the representative did a hard restart. While doing a hard restart, the representative got the bed mount set up and ap and oblique images were taken and saved. The representative quickly labeled l4 and achieved automatic segmentation with basic algorithm. Good values were obtained at all levels. Right side trajectories were executed. While drilling l5 trajectory, patient bucked. Surgeon decided to freehand. The surgeon also decided s1 right trajectory was inferior and freehanded s1 right and s1 left. Neuromonitoring had good values at the end of the case. No patient harm was reported.